Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Visual and functional examinations revealed that all components are in place and in good conditions as well as the end device function properly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4) date sent to the FDA: 12/07/2015. (B)(4). If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an unknown procedure and the reservoir was connected to a drain. At the ward, the reservoir's lock did not activate from the next day after the surgery. There was no adverse consequence to the patient reported.